Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified and 90% stenosed mid right coronary artery. Pre-dilatation was performed with semi-compliant balloons but was not satisfactory, so a 3.0 x 15 mm non-abbott nc balloon was being used for pre-dilatation when a long dissection occurred. A non-abbott stent delivery system (sds) was unable to cross the lesion and the stent was damaged. A 3.5 x 28 mm multi-link 8 sds was unable to cross to the distal lesion due to issues with the dissection, so it was deployed in the proximal lesion. Additional pre-dilatation was performed and a buddy wire was placed. A second multi-link 8 was then advanced through the stent in the proximal lesion and deployed in the distal lesion. After deployment, a perforation was observed. Balloon tamponade was unsuccessful so a 2.8 x 16 mm graftmaster was deployed which successfully sealed the perforation. There was a reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. The reported patient effect of perforation as listed in the multi-link 8 coronary stent system (css) instructions for use (IFU), is a known patient effect that may be associated with coronary stenting. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling and the treatment appears to be related to the operational context of the procedure.